Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, and system risk analysis (sra). Trending analysis of the mist/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the mist/haze issue is the vacuum pump, solenoid valve, male connector tube, and motor start relay. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, solenoid valve, male connector tube, and motor start relay were replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a "mist" or haze emitting from their sterrad® nx sterilizer, and one healthcare worker (hcw) experienced a headache and a few other hcw¿s experienced eye irritation. The exact number of healthcare workers affected is unknown as the customer was not willing to provide any additional information, but stated no healthcare workers received any medical treatment and all were reported to be fine. Based on the information received in the complaint at the time the reporting determination was made, the hcws¿ symptoms suggests the event was not serious. No medical treatment was sought and all hcw¿s are reported to be fine. However, this event is being reported as a malfunction subsequent to a serious injury for the report of mist/haze.